Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files confirmed the reported low flow alarms. Although a specific cause for the low flow alarms could not be conclusively determined through this evaluation, the account reported that the alarms were due to ventricular fibrillation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ventricular fibrillation could not be conclusively determined through this evaluation. The controller event log files contained events from (B)(6) 2026. Transient and sustained low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The IFU lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also addresses all pump parameters, including pump flow. The document describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. This document lists arrhythmia as a potential late postimplant complication. The patient handbook and the IFU provide information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced peripheral edema as a possible result of mismatch between left ventricle (lv) output requirement and right ventricle (rv) output possible dose. The patient also experienced arrhythmia thought to be associated with low left cardiac function, but the possibility of a narrowing of the left ventricle couldn't be ruled out. The patient was defibrillated and discharged (B)(6) 2026.

Event description:
It was reported that the patient had low flow alarms due to ventricular fibrillation in the middle of the night. Log files were submitted for review and captured low flow alarms events on (B)(6) 2026 that occurred at times when pulsatility index (pi) was elevated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient had symptoms of malaise and presyncope. The patient was treated with defibrillation therapy for ventricular fibrillation (vf). The arrhythmia resulted in decreased pump flow, presyncope and worsening heart failure. Primarily right heart failure symptoms such as edema and pleural effusion. The sinus rhythm was restored after one defibrillation. Atrial fibrillation was present before ventricular assist device (vad) therapy and continued after vad implantation. It was noted that there was no relation to the device. It was considered related to the underlying condition (drug-induced cardiomyopathy) combined with factors such as potassium levels. There was no vf recurrence after defibrillation. Antiarrhythmic therapy was initiated during hospitalization, and the patient had remained stable. The patient was discharged on (B)(6) 2026 and was currently under follow-up.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files confirmed the reported low flow alarms. Although a specific cause for the low flow alarms could not be conclusively determined through this evaluation, the account reported that the alarms were due to ventricular fibrillation (vf). Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log files contained events from 22jan2026. Transient and sustained low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The IFU lists adverse events, including cardiac arrhythmia and right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also addresses all pump parameters, including pump flow. The document describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. The IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. This document lists arrhythmia as a potential late postimplant complication. The patient handbook and the IFU provide information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.